Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose, with blood glucose of 40 mg/dl at the time of the incident. The customer is a one year old and was getting lows after set changes. There was a fill cannula anomaly mentioned. No further information was provided. The caller did not mention how they treated the customer's lows. The caller did not mention any symptoms that the customer had. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. The reservoir will not be returned for analysis.